Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. The primary tubing set was being used to deliver an unspecified solution, at an unspecified rate. After an unspecified length of time, it was reported that the nurse attempted to disconnect the option-lok male adapter from an unspecified clave connected to the pt's intravenous catheter. At this time, it was reported that the option-lok male adapter broke off and a piece remained lodged in the unspecified clave connected to the pt's IV catheter. The tubing set and the unspecified clave of the IV catheter were replaced and therapy was resumed. There was no blood loss or bleed back. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.